Manufacturer narrative:
Additional information: d9, g4, h3, h6, h11. H11: the device was received for evaluation. Visual inspection of the actual sample showed no anomaly. Functional air leak testing (2 bar pressure) was performed, and a leak was observed at the level of the replacement line due to a hole in the tubing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the damage was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st100 set ckt has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported that "due to line damage", an external fluid leak was observed from a prismaflex st100 set during priming. There was no patient involvement. No additional information is available.